Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced an infusion set occlusion with an inset infusion set, after which blood glucose rose with a reported value of 290 mg/dl and remained elevated until the user performed a supply change, resolving the issue. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included no hospitalization and recovery after the supply change. Investigation included troubleshooting and user education conducted by the agent. Investigation of this case revealed an occlusion related to the infusion set that resolved after replacement, consistent with a device delivery obstruction at the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.